Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/28/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample determined that the xc200 (a) cartridge was received with two clips loaded, however, one clip was moved inside of the cartridge due to improper handling of the clips. Also, 4 loose clips were received along with the cartridge. The clip moved was accommodated in the cartridge and the loose clips were manually loaded on a test device and tested for functionality. Upon functional testing of the device, the instrument loaded, retained, and deployed 6 clips as intended. Due to the condition of the clips, the reported complaint was confirmed by an external cause as improper handling. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint#: (B)(4). H6: component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained via: qty of product involved of (B)(6): 1 => 5. Qty to be returned of (B)(6): 1 => 5. What suture type was used? Unk? What suture size was used? Unk? When the event occurred, was the suture placed near the hinge of the clip? Unk? Were you able to lock the clip closed on the suture? Unk. If yes, after it closed, was the clip holding securely fixed on the suture? Unk? Was the applier checked for damage (jaws straight and aligned)? Unk? What was the surgical procedure involved? Unk? Was this a robotic procedure? Unk? If clip did not close/did not hold on to the suture, was the clip used in an application where the suture was under tension? Unk? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq)? (B)(6). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sale rep about the device returning. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture clips were used. During the procedure, it was reported by a sales rep that, during an unknown surgery, after loading the clip into an applier, the clip would not close on the suture. Another device was used to complete the case. One device will be returning. No further information is available. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/28/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h3 investigational summary reported in follow up 1 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample determined that the xc200 (b) cartridge was received with two clips loaded, however, one clip was moved inside of the cartridge due to improper handling of the clips. Also, 4 loose clips were received along with the cartridge. The clip moved was accommodated in the cartridge and the loose clips were manually loaded on a test device and tested for functionality. Upon functional testing of the device, the instrument loaded, retained, and deployed 6 clips as intended. Due to the condition of the clips, the reported complaint was confirmed by an external cause as improper handling. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.